Manufacturer narrative:
Citation: boureau, a.s. Md. Predictors of health-related quality of life decline after transcatheter aortic valve replacement in older patients with severe aortic stenosis. Journal of nutrition health and aging; (2017) 21(1):105-111 doi 10.1007/s12603-016-0739-5 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding predictors of health-related quality of life decline after transcatheter aortic valve replacement in older patients >75 years). All data were collected from multiple centers between 2013 and 2014. The study population included 150 patients, who were implanted with either a corevalve or a non-medtronic balloon expandable transcatheter bioprosthetic aortic valve. Serial numbers were not reported. The study population was predominantly male; mean age 83.7 ± 4.6 years. Among all patients adverse events included: electrocardiogram (ECG) changes, atrial fibrillation (afib), vascular complications, cardiac tamponade or ventricular perforation and subsequent pericardial effusion, conversion to surgery and permanent pacemaker implant. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.